Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The result of the investigation was inconclusive as no delivery system was returned for evaluation.

Event description:
It was reported that after the device was deployed, some of the legs did not open up. The device remains implanted. No reported injury to the pt.